Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) units back light is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d5 a getinge field service engineer (fse) evaluated the unit and found that screen is blank, displaying no data. To fix this issue fse replaced video driver board with customer part. Completed cs300 pm to factory specifications. Device passed all functional and safety tests according to factory  specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a